Event description:
It was reported that the patient never felt the device and had not for months. The patient stated that she had trouble and difficulty urinating. The patient tried increasing the stimulation as well as changing programs and still could not feel it working. However, for the most part the patient was urinating okay at times. Follow up information received reported that the patient still had concerns regarding their device therapy but was working with their doctor and manufacturer¿s representative. An appointment of (B)(6) 2014 was noted. It was reported the patient had a revision on both the lead and internal neurostimulator. It was noted the revision was due to no stimulation sensation. It was reported the patient¿s symptoms had not gotten worse, until a month prior to revision. It was noted the patient had retention, but nothing more than the ordinary. It was reported the patient was catheterizing to see how much they were retaining.

Event description:
Information received later indicated that patient do not have concerns with their device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v916582, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).